Event description:
Medtronic received information regarding a guidance system during a procedure. It was reported that there was a screw deviation. The screw placement was lateral on the right side. The suspected cause is a clinical workflow issue. The surgery was an open procedure using the duel clamp. The only delay was finishing the case with carm, added time approximately 15 min. Deviations were greater then what the surgeon was comfortable with. There was no patient harm reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Patient information was unavailable. The exports/logs were returned for clinical analysis. The analysis determined there was insufficient information to determine the cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.